Manufacturer narrative:
Correction to reg report follow up 001. Imf code f15 not previously added. F15 added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient provided details about even date and explained how the battery was "fading out" pretty quick in 2018 and having to charge 8 hours a day, and in 2019 it would not even hold a charge. Patient would lay there and eventually it wouldn't find the device. Patient stated "I'm not sure if it's the device that we had a problem with last february or if its interfering with finding out what's going on". Patient stated they are trying to schedule 4 mris (3 for the spine and 1 for their brain). They are trying to make sure that "all the stuff going on with my body isn't continuous with the spinal cord or the cause for why a year ago I lost 8 days". Pt explained they went to sleep on a friday night and woke up a week later in a hospital, not clear about what happened, they are trying to figure that out. Patient never explicitly stated the terms coma or memory loss.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they went into a coma and woke up with memory loss and needed to get an MRI for their spine and brain. Pt mentioned their implant has been dead for a while and been confirmed unresponsive by a manufacturer representative (rep). Pt mentioned a few years ago their implant won't hold charge and they had to recharge it for 8 hours a day and then after sometime it completely shut off. Pt mentioned they were skinny and that their device and wires are visible and that they were uncomfortable. Pt wanted to explant device but healthcare provider (hcp) did not recommend it. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned their MRI facility had already spoken to tech support before. Patient services (pss) emailed pt physicians listing in their area. Additional information was received from a healthcare professional. The MRI tech reported that the pt's system 'no longer wor ks'. Caller could not clarify what that means. The caller went on to say that in the past the pt states they have not been able to have mris--supposedly they tried in the past to have an MRI and the pt met with a rep at that time and the pt said they could not connect to ins so they determined pt is not elig for mris. The caller does not know if the ins not working at that time is the same issue as the current not-working situation today. Technical services (tss) reviewed possible overdischarge, tss reviewed checking with managing doc, reviewed eligibility from the MRI guide. Caller states pt not willing to do much work to pursue MRI.

Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.